Event description:
It was reported that prior to a breast biopsy procedure, unable to fire the device since the lever is bent. There was no pt consequence reported. Another like device was used to complete the procedure.